Manufacturer narrative:
(B)(4). Unit received with missing serial number label. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked up arrow button on keypad overlay, stained keypad overlay buttons, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads and missing end cap address label.

Event description:
It was reported that the insulin pump got damaged. The customer¿s blood glucose level was 9.7 mmol/l. The insulin pump will be returned for analysis.